Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump displays syringe not in place. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump had a cracked right plunger and bottom case. Review of the event history log showed an occurrence of a "syringe plunger not in place" error message. Functional testing included occlusion testing and it was found that the device was exhibiting "syringe plunger not in place" half way through the test. The syringe plunger sensor true/false values would switch randomly without opening the plunger flippers. The investigation determined that the plunger board not operating properly was the cause of the reported issue. However, no visible damage was found on the board, so it was not determined why. The plunger board was replaced to correct the issue. Service history review identified no indication that the complaint was related to a service of the device within the review period.